Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #26 it was verified its non osseointegration. The implant was carried out immediately.